Event description:
The customer observed smoke and flames coming out from a damaged ups connected to the cell-dyn analyzer. The customer reconnected the instrument to a regulated outlet in order to resolve the issue. No impact to patient management or user safety was reported. This issue is deemed reportable per dfp01.014, edition 009 for visible smoke and flames.

Manufacturer narrative:
Additional information was received on november 26 via email communication. The burnt ups was not provided by abbott. The cd 1800 is not required to be connected to an external ups; therefore, there is no approved abbott ups for the instrument. The electrical specifications and requirements for the cd 1800 instrument is provided in the system operators manual. The customers ups vendor, proservice, sent service to the site. The ups in question was installed in november 2012 and had a warranty of 6 months. The ups unit in question was indicated for pc support only. Service found the ups was connected to the cd1800, pc, and printer. Service found the metal-oxide-semiconductor field-effect transistor (mosfet) inside the ups was burnt. The ups mosfet burned because of oversaturation and due to an improper use by the customer. There was no fire or flames generated from the ups. Only a loud noise and smoke was observed from the ups. The proservice personnel inspected all ups used in the customers facility to ensure they are in warranty and operating as required. The customer has also been re-instructed on the requirements for the cell-dyn instrument. The cell-dyn 1800 worked properly when plugged into the wall socket. This information showed the cell-dyn 1800 was functioning properly and the fault was specific to the ups.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The customer stated cd1800 worked properly when plugged into the wall socket. This information showed the cd1800 was functioning properly and the fault was with the ups. The information whether the ups in question was an abbott approved part for used with the cd1800 was not provided in the complaint text. Based on the investigation which included review of product historical data, product labeling, and consultation with the technical services specialist, a product issue was not determined for the cell-dyn 1800 analyzer, list number 07h77-01, sn (B)(4). There was no product deficiency, no malfunction, and no action taken for the complaint incident.

Manufacturer narrative:
Additional information regarding this issue was received on (B)(6). The damaged ups emitted smoke with no external flames. The cause of the issue was determined to be due to improper use by the customer. The additional information indicated that the ups was not in contact with any moisture or water and was not returned to the manufacturer (eaton) as it was out of warranty. The third party service provider for the ups serviced and replaced the unit on site. Abbott does not recommend any specific ups for use with the cell-dyn 1800 analyzer, however, the ups used needs to meet the power requirement specifications as stated in the operators manual. The additional information did not alter the previous evaluation results of no malfunction or product deficiency identified to be related to this issue.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.